Event description:
A (B)(6) old male was implanted with an tandem cuff aus device sometime in (B)(6) 2007, details were not provided. On (B)(6) 2008, the balloon was removed and replaced - noticed leak in balloon and distal cuff only partly closing. Pt was having incontinence issues. No further info provided.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.